Manufacturer narrative:
The investigation is in progress. Identified parts were returned from the market to the manufacturer for evaluation on 07-nov-2022. The. The conclusions will be provided within the final report once available, within the required deadline.

Manufacturer narrative:
The investigation is in progress. Identified parts were returned from the market to the manufacturer for evaluation on 07-nov-2022. The analysis and testing is still pending. The conclusions will be provided within the final report once available, within the required deadline.

Manufacturer narrative:
At the manufacturing site the pcb was evaluated by arjo electronic engineers. The results of inspection of the pcb are as follows: the gyroscope that is a part of the pcba assembly was faulty - rapid and excessive temperature changes affected its work. It was possible to recreate the scenario complained by the customer - after tens of seconds of continuous work that occurred after the device was inactive for a longer time, the increase of the temperature of the pcb resulted in incorrect calculation of the inclincation angle (by gyroscope) on this particular pcba. As a result of incorrect angle calculation, the device reads as if it drove up the slope and powers the wheel according to that state, while in fact being on a flat surface. Based on the provided information and results of evaluation of the returned part the root cause of the complained scenario is malfunction of the component of the pcba (gyroscope). Arjo device failed to meet its performance specification since the pcb malfunction resulted in an unintended movement of the bed. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of an unintended movement of the bed equipped with indigo module.

Event description:
Following the information provided the bed was found by arjo technician with note saying ¿moved by itself¿. The evaluation of the bed revealed accelerometer error signalized by led diodes on the indigo module (intuitive drive assist) pcba. The technician first cleared the error and attempted to recreate the issue, by taking a bed for a test run. It was successful and the error appeared again. The technician repaired the bed by performing a replacement of the indigo pcb and confirmed correct bed functionality after the replacement. The faulty part was collected and sent back to the manufacturer for investigation. As per the internal report provided later by the customer, the operator placed the enterprise 8000x bed with indigo module in front of the back lifts and while waiting for the lift, the bed's indigo motor just kicked in and the whole bed took off down the corridor. The operator caught the bed and managed to stop it. No patient was on the bed at that time. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. Identified parts are in transit from the market to the manufacturer for evaluation. The conclusions will be provided within the follow-up report once available.

Event description:
Following the information provided the bed was found by arjo technician with note saying ¿moved by itself¿. There was no incident to report or patient involved. The evaluation revealed accelerometer error on the pcb. The technician was able to replicate the issue of bed acceleration. The pcb of indigo module was replaced to resolve the issue. As per the customer's incident report the operator placed the enterprise 8000x bed with indigo module in front of the back lifts and while waiting for the lift the bed's indigo motor just kicked in and took off down the corridor. The operator had to run after the bed to stop it. No patient was on the bed at that time. No injury was sustained.